Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Reportedly, the infusion set had been in use for more than 48 hours with humalog insulin. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit with diabetic ketoacidosis. Tandem technical support (tts) educated the customer on insulin labeling. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.